Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting actions, the fse reseated the m-cabinet front panel assembly. After repair, the system was returned to use in good working order.